Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the adapter has a broken tooth. This is attributed to faulty handling. A replacement was sent to the customer on (B)(4) 2013. Second serial number is (B)(4). (B)(6). Placeholder.

Event description:
Device was returned for service for an unknown reason. During service, technician found that the attachment had a broken tooth. This is report 1 of 1 for complaint# (B)(4).